Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the implant procedure after the right ventricular (rv) lead was attached to the pacemaker, there was pacing but no capture or output. One whole electrogram (egm) screen of asystole occurred, so the patient was paced with external patches. It was noted the pacemaker storage mode had been existed without auto lead detect. A new pacemaker was successfully implanted with the same lead. This pacemaker was attempted and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Review of device memory confirmed the device was programmed out of storage mode without the use of automatic lead recognition which resulted in the reported clinical observations.

Event description:
This report is being filed to submit the analysis.